Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with blood glucose decreasing after initially returning to range and measuring 57 mg/dl at the end of the call; the user had consumed a sandwich and oral glucose tablets, and a family member monitoring via a connected app prompted additional intake. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included complaint intake and troubleshooting with user education. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.